Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that "pt called to report that since november, he is feeling an extreme amount of pain, like walking on a meat grinder. Leg was hot to the touch, and was experiencing high fevers. Ended up in hospital from the high fever. Primary care physician dr. H. In savannah tn, said it was a hardware issue in his leg. Had a white cell count done and x-ray and then super white cell count and a bone scan. Drew fluid off the knee cap and all test results came back negative, no infection. Couldn't explain fevers. Was 45 days on antibiotics, until end of january. Then off antibiotics and fever is starting to come back. Setting up for a second opinion. In a wheelchair, can walk short distance with a walker."